Manufacturer narrative:
The device was returned for evaluation. No issue was found with the device that would result in irritation and/or infection to the site. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would disrupt the device functionality of insulin delivery. Release and sterilization records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
It was reported that the customers blood glucose (bg) level reached 276 mg/dl after wearing the pod for 12 hours. Customer was admitted to the emergency room where he was diagnosed with an infection and abscesses. ER doctor treated patient with antibiotics (cleocin).